Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information .

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent implant was dislodged from the stent delivery system (sds). The sds was not returned. There was blood visible on the stent struts, consistent with the sds advanced into the patient anatomy. There were two flared struts in the first row of the distal end of the stent implant. There were mangled struts in the proximal end of the stent implant. The stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Follow up information received related the stent dislodgement did not occur during the procedure; therefore it is possible the stent was inadvertently handled during packaging, handling and return to abbott vascular for analysis resulting in the stent damage and dislodgement; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the noted stent dislodgement could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage and stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported the xience v did not cross the lesion. The patient was treated satisfactorily with an unknown procedure. The patient experienced no adverse effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. This is being filed based on analysis of the returned device which noted that the stent was dislodged.